Event description:
It was reported that during a total knee procedure on (B)(6) 2014, the surgeon noted the inside package seal was cut at angle which allowed air into the sterile packaging. He refused to use the patella and used a different one to complete the procedure. There was no delay in the procedure.

Manufacturer narrative:
The complaint was confirmed and the product evaluation revealed that the seal on the bottom of the sterile barrier pouch of the patella was sealed at an angle which caused a portion of the pouch width to not be sealed and thus compromising sterility. The investigation determined that the cause of the non-conforming package was operator error. Inspection criteria clearly states that the seal width must be intact, continuous and uniform. There has been no other complaints from this part / lot number combination; therefore this event is considered to be a once off occurrence.